Manufacturer narrative:
The investigation for the reported atrial arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the atrial arrhythmia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was placed on impella cp support prior to a coronary artery bypass grafting for mechanical circulatory support. During support, the patient experienced an episode of atrial fibrillation, and the medical staff administered amiodarone to resolve the reported problem. The patient later became very bradycardic with a third-degree heart block and intermittent asystole/idioventricular rhythms. Impella support was maximized with the addition of vasopressors and inotropes to stabilize the patient. The decision was later made to withdraw care from the patient, and the patient expired shortly after the medical drips and impella support were discontinued. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.